Event description:
It was reported that the procedure was to treat an 80% stenosed de novo lesion in the left anterior descending (lad) artery with mild tortuosity. The 2x23mm xience alpine stent delivery system was attempted to be advanced on a non-abbott guide wire (gw); however, the sds met with resistance with the gw during advancement and removal. Several attempts were made to advance the sds on the gw, but ultimately the sds and gw were removed from the patient as a single unit. Another unspecified gw and stent were used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Possible factors that may contribute to the difficult advancing and removing the device from the guide wire include, but are not limited to, manufacturing damage, device placement technique, buildup of procedural contaminants in the guide wire lumen, guiding catheter support, inner diameter of guide wire lumen, condition of the guide wire, or damage to the distal shaft of the catheter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.